Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer called in to report that she was receiving an alarm from her insulin pump. The customer stated that insulin would squirt out during the manual prime process and continued to drip even after the motor stopped. She also stated that she was unable to exit the preparing to prime loop and that the rewind message occurred after an alarm or alert. Troubleshooting was performed on the device and it was found that the drive support cap was sticking out. The customer does not recall pressing the cap while connected. We advised the caller to discontinue use of the pump and to revert to a back up plan. The caller's blood glucose level is 124 mg/dl. No further information was reported.